Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g6, h2, h3, h6, h11 corrected fields: h8 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defect in cable stress boot, charged coupled device and coupler water ingress also image blurring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: most probable cause was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject devices had a black coating of the cable is peeling off. This issue occurred during reprocessing. There were no reports of patient involvement.